Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the device was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The charger load test was performed and it passed. The reported event of an overheating device could not be confirmed.  The root cause could not be determined.